Manufacturer narrative:
The complaint sample was received incomplete and the reported event was confirmed. The removable nose was not received with the complaint sample. The weld adjoining the handle and body of the offset cup impactor was fractured all around. There were some off-axis impactions observed in the area that may have contributed to the breakage, but ultimately it is attributed to wear. Additionally, the cardan joint nearest the blue knob was observed to be broken. The production records were reviewed and no discrepancies were identified. Each failure mode is contained within the risk management files and fall within the predicted occurrence ranges. No further investigation is required. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure on a female patient that the offset cup impactor broke upon impaction. No adverse events nor patient consequence were reported as a result of the malfunction.